Event description:
Baxter reports, "leakage from the silicone tube." The date of how long the set has been in use is unknown. There was no pt injury or medical intervention reported.

Manufacturer narrative:
A sample has been requested. If a sample is returned for evaluation, a follow up report will be submitted.